Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that a high capture threshold was noted on the atrial lead. On (B)(6) 2022 the physician elected to cap the atrial lead. The patient condition was unknown.